Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, a minor abrasion was noted on the right atrial lead. Medical adhesive was applied to the lead. The lead remained implanted and will further be monitored. Patient was asymptomatic and stable post-procedure.